Event description:
It was reported that the system would not produce x-rays. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the motor control unit, reloaded software, and flashed the memory nodes. The system operates as intended.